Manufacturer narrative:
Correction: confirmed abbott device (unknown trifecta valve). The returned valve was reportedly explanted for unknown reasons. Morphological and histopathological examination found all three leaflets contained calcifications, limiting leaflet mobility. Circumferential fibrous pannus ingrowth on the inflow surface narrowed the inflow diameter and encroached onto the tissue of leaflets 2 and 3. All three leaflets were fibrotically thickened. The valve stent was ovalized, consistent with explant damage. No inflammation was present. While the exact reason for valve explant remains unknown, calcification and pannus ingrowth impeding leaflet mobility could lead to a number of potential issues with valve functionality.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a trifecta valve was explanted for unknown reasons. Patient status is unknown. Additional information was requested.

Manufacturer narrative:
Correction: manufacturing report 3008452825-2019-00292, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.